Event description:
On 02/23/1999 following a diagnostic procedure an angio-seal device was placed in a patient's groin. The deployment was without difficulty and hemostasis was achieved. Two hours after the insertion the patient spiked a temperature of 104 degrees. Urine, blood and sputum samples were obtained and cultured with negative results. On 02/27/1999 the patient was still being treated for an infection with vancomycin twice daily and gentamicin daily (dosage unknown), with the patient's highest temperature charted as 100.6 degrres for this day. As 0f 03/23/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.